Manufacturer narrative:
Patient identifier-age or date of birth, weight-race: information not provided. Lot number was not provided; therefore, unable to determine expiration date and date of manufacture. A sample was not available for return for analysis and no lot number was provided. 3m will continue to monitor.

Event description:
Burning sensation and itchiness of the eye lids, watery eyes, and blisters on the facial skin under the eyes were reported that occurred after the eye lids were taped with 3m transpore surgical tape and 3m micropore surgical tape during a shoulder surgery. Treatment included ice packs and a swab of unspecified topical cream or ointment applied to the affected facial skin areas. 3m micropore tape was also applied at home after surgery and application was stopped when skin redness began at the application site. Tacrolimus ointment, 0.1 percent, applied twice daily was prescribed by a dermatologist and the symptoms improved.